Event description:
It was reported that the plate broke during implantation. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The plate component of one modular sacral plate was not returned for analysis. The bolt pulled out the multiaxial joint of all modular sacral plates. The locknut was stuck on the bolt and the connector remained assembled on the bolt. The orientation of the deformation of the sphere and the deformed points on the plate and the bolt let assume that: - the burr and the deformed edges of the slot are due to a strong mating contact between the pin and the bolt. Such a strong contact can be reached only during a reduction of the connector while the bolt was fully angled. - the contact between the slot of the bolt and the pin prevented the bolt to freely rotate inside the joint. - the reduction loads applied by screwing the nut induced a "bottle opening" effect which generated abnormal large loadings on the ball / sphere contact, resulting in a deformation and/or a breakage of the sphere with pull out of the joint. The failure is the result of the use of the multiaxial plate in extreme conditions: trying to reduce the rod while the bolt was at its maximal angulation and the connector was not properly seated on the ball joint.